Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 3.9mmol/l and 2.9mmol/l. It was also mentioned that the customer had experienced ketones. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received excessive no delivery alarms. No additional information was provided.

Manufacturer narrative:
The device received with operating currents within specification. The device passed self test, unexpected restart error, displacement and basic occlusion test. Unable to prime the device during prime or compromised force sensor system test due to faulty fsr. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The device received with minor scratched display window and case. The device received with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.